Event description:
It was reported that the patient had a burning sensation at the implant site "on both sides." It felt like metal was burning inside her, which started on wednesday (10/3) and got worse. The burning was unbearable yesterday, so the patient turned stimulation off. Since turning it off, the burning sensation had decreased significantly. For the last couple months, the device had interfered with the patient's bowel movements. When the patient had a bowel movement her left leg goes numb, starts twitching, hurting and she had no control over her foot. Since stimulation had been off, she had a normal bowel movement. Changing the setting had not helped this and the patient had never been reprogrammed. The patient fell about three weeks ago, when she tripped over a curb scraping her knee and elbow. The patient had not noticed any worsening of the leg issue after the fall. Additional information has been requested, but was not available as fo the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 3093-28, lot# v846375, implanted: 2012 (B)(6), product type lead. (B)(4).